Manufacturer narrative:
Complete event site name: (B)(6) university hospital event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately six days of intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm. The position of the iab was adjusted and the console was restarted, but blood was then seen in the helium tubing. Therapy was stopped and the iab was removed. A new iab was not inserted because it was being used in combination with ECMO. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).